Manufacturer narrative:
Sections with additional information as of 31-dec-2025: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation. Most likely underlying root cause: (B)(4): insufficient blood sample applied to strip (user).

Event description:
Consumer reported complaint for error messages (e-2, e-3). The customer feels well and did not report any symptoms. Customer stated she was having symptoms on (B)(6) 2025 (cold sweats). Customer stated she wanted to go to urgent care but it was full, so she only spoke to the nurse over the phone; the customer was not clear on what the nurse advised, she only stated the nurse asked her questions but did not clarify what the nurse recommended. Customer stated she saw her doctor yesterday and they advised she has high blood sugar. During the call, a blood test was performed by the customer and produced e-2 using true metrix meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 01/29/2027 and open vial date is 2 days ago.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting urgent care and doctor due to symptoms related to diabetes. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-014: insufficient blood sample applied to strip (user). Note: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern - unable to establish contact with customer.